Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was interrogated at the follow-up visit and the device was at an elective replacement indicator (eri) battery status. A preliminary longevity calculation of the programmed parameters revealed that the battery is depleted prematurely. The device was explanted and a new device was implanted. The device has been returned for analysis.